Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to diagnostics/data collection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was upset that the shock therapy for an episode was not stored by the implantable cardioverter defibrillator (ICD). It was found that the data for that episode had exceeded the storage limit and therefore was not recorded. Thus, the missing egm (electrogram) data is not available for that episode. The ICD remains in use. No patient complications have been reported as a result of this event.